Event description:
Additional information was received from the manufacturer representative (rep). It was unknown when the patient first started experiencing the issues. The cause was unknown. Pt is still in hospital and being treated in the hospital. Ipg¿s and leads were removed. Pt. Will be going to a rehab facility in the hospital.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: 2021-05-14 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed a staph infection near the right ipg. The patient is experiencing minimal movement in his legs and cannot stand on his own. Patient was also experiencing severe pain around the right ipg incision site. There was no diagnostic testing performed. Both scs systems were explanted. Rep unaware of any environmental/external/patient factors that may have led to this issue.